Event description:
It was reported that the patient underwent trial procedure, physician could not pass leads and was aborted.

Event description:
It was reported that the patient underwent trial procedure, physician could not pass leads and was aborted.